Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on keypad traces. No jammed buttons anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 195 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.